Event description:
Procedure type: thoracotomy. According to the reporter: surgeon loaded instrument himself, clamped on tissue and fired normally. Surgeon went to release the stapler from tissue and staples were sticking to tissue and not releasing the cartridge (cartridge locked on tissue). Stapler had to be cut off tissue. Completion of the case was unknown. Or time was delayed approximately 30 minuets to 1 hour. It could not be reportedly if bleeding occurred.